Manufacturer narrative:
Upon further review of this complaint, it was determined that the initial report stating that the compact speed reducer device could not cut the bone during an unspecified surgical procedure was incorrect. The reporter clarified that the customer could not perform cutting/drilling with the device. It was not reported if the device was used in surgery, or if there was patient involvement. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. It was determined that there was damaged component to the gears. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the compact speed reducer device could not cut the bone. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.